Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio2 inr: 3.5; laboratory inr: 4.0. The time between testing was less than thirty (30) minutes. The pt reported blood in his urine on (B)(6) 2013 and admitted himself to the hospital on (B)(6) 2013. Reported treatment was only intravenous fluids. Therapeutic range is 2.5 - 3.5 for pt. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd and in the process of evaluation. Investigation pending.